Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 486 mg/dl at the time of the incident. The customer was given manual injections and intravenous insulin to treat. The customer experienced symptoms such as nausea, vomiting, difficulty breathing, and abdominal pain. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller did not have a tubing clamp. The insulin pump will not be returned for analysis.